Event description:
It was reported that the patient presented to the clinic for follow-up. It was found that the right ventricular (rv) was exhibiting over-sensing of noise. The noise was reproduced with arm movement. The rv lead was capped and replaced on 13 mar 2024. There were no adverse health consequences, the patient was stable.